Event description:
New information notes that noise was also observed on the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device change out, a chest x-ray was performed prior to the procedure and externalize conductors were noted, so the patient was rescheduled to have the device change out and lead extraction another day. On (B)(6) 2017, the lead was attempted to be extracted, but the lead "wadded up", and was unable to be extracted. The lead was capped and the ICD was removed. No new ICD was implanted. The patient was admitted for an open heart surgery to extract the lead. On (B)(6) 2017 the lead was explanted and a new system was implanted. The procedure went smoothly. The patient was doing well.

Manufacturer narrative:
A partial lead with the lead tip was returned for analysis. Internal insulation abrasion was noted at 10.0 cm to 11.1 cm from the distal tip. The rv cable etfe coating was intact at this location and the inner coil was not exposed. Other damages found were sustained during the surgical procedure.